Event description:
It was reported that during a laparoscopic appendectomy procedure, the staple cartridge came apart in pt's abdomen. It was not specified how the case was completed. There was no pt consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.